Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl with ketones, identified as dangerous by healthcare provider. Cause was not known. Reportedly, a supply change was performed to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.